Manufacturer narrative:
Hill-rom is filing this as a conservative report.

Event description:
Customer stated that lifts raises slowly and drifts down. No pt impact and all emergency functions are operational.